Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available.